Event description:
Subsequent to the previously filed initial medwatch report, additional information was received indicating that there was resistance during retraction of the second clip delivery system into the steerable sleeve handle, where the keyway lies.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported difficulty in removing the cds from the sgc was confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a first clip delivery system (cds), was advanced through the steerable guide catheter (sgc) without any resistance encountered and the clip was successfully deployed without issue. However, during removal of the clip delivery system (cds), there was a tremendous amount of resistance removing the cds from the steerable guide catheter (sgc), felt at the key housing segment. With much difficulty, the cds was eventually removed from the sgc. A second cds was advanced into the same sgc and resistance was felt before the cds exited into the left atrium. The second clip was deployed without issue but there was resistance again during withdrawal of the cds from the sgc. There was no damage noted to the soft tip of the sgc. It was believed that the issue was with the sgc not the cds. The degenerative mitral regurgitation (mr) was only reduced from 4+ down to 3+ with two clips implanted due to the anterior leaflet that contained a cleft and a flail. Although pre-procedure, it was known that this patient had a cleft, it was not known until the procedure that the cleft was in the location needed to grasp the anterior leaflet. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two cds devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4).